Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to lower abdomen on (B)(6) 2018 using cooladvantage plus, to upper abdomen on (B)(6) 2018 using cooladvantage, to lower abdomen on (B)(6) 2018 using cooladvantage plus, to upper abdomen on (B)(6) 2018 using cooladvantage, and to upper and lower abdomen on (B)(6) 2018 using cooladvantage plus. Who developed paradoxical hyperplasia (pah/ph) (weeks/months) after treatment. Ph was described as firmness noted at treatment area, skin feels harder, obvious bulge when patient sits up from laying flat, extends outwards, making breathing difficult when sitting forwards. On (B)(6) 2019, the patient was assessed by a physician who diagnosed the upper and lower abdomen with paradoxical hyperplasia (ph).

Manufacturer narrative:
Corrected data d1 - brand name.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to lower abdomen on (B)(6) 2018 using cooladvantage plus, to upper abdomen on (B)(6) 2018 using cooladvantage, to lower abdomen on (B)(6) 2018 using cooladvantage plus, to upper abdomen on (B)(6) 2018 using cooladvantage, and to upper and lower abdomen on (B)(6) 2018 using cooladvantage plus. Who developed paradoxical hyperplasia (pah/ph) (weeks/months) after treatment. Ph was described as firmness noted at treatment area, skin feels harder, obvious bulge when patient sits up from laying flat, extends outwards, making breathing difficult when sitting forwards. On (B)(6) 2019, the patient was assessed by a physician who diagnosed the upper and lower abdomen with paradoxical hyperplasia (ph).